Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the cardboard packaging was damaged and upon opening, there was a hole in the first blister. The second blister also had two notches. The implant was unusable because the packaging was severely damaged. The patient remained under anesthesia for another 2 hours while an implant was retrieved from another facility.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned; visual evaluation of the provided photos found the outer carton exhibits crush damage. Additionally, both of the sterile barriers have been cracked. Sterility has been breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event (damaged packaging) can be attributed to transit damage. The root cause of the reported event (receipt of damaged goods in loaner kit) can be attributed to a distribution issue. The complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.